Manufacturer narrative:
Correction: g3 for follow up #1 should be 9/17/2025 not 9/23/2025.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for hypotension. The patient was admitted to the hospital on (B)(6) 2025 and was discharged on (B)(6) 2025. It was confirmed that the patient has shown an improvement since admission. The cause of the hypotension was not provided. Attempts to obtain additional information were unsuccessful. It was not reported that the patient was in active treatment at the time of the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for hypotension. The patient was admitted to the hospital on (B)(6) 2025 and was discharged on (B)(6) 2025. It was confirmed that the patient has shown an improvement since admission. The cause of the hypotension was not provided. Attempts to obtain additional information were unsuccessful. It was not reported that the patient was in active treatment at the time of the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for hypotension. The patient was admitted to the hospital on (B)(6) 2025 and was discharged on (B)(6) 2025. It was confirmed that the patient has shown an improvement since admission. The cause of the hypotension was not provided. Attempts to obtain additional information were unsuccessful. It was not reported that the patient was in active treatment at the time of the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.